Event description:
It was reported that this system displayed an alert for an out of range shock impedance measurement. The current measurement was 209 ohms. Additionally, right ventricular (rv) pacing impedances had increased from 550 ohms to 920 ohms and threshold measurements had also increased. A boston scientific technical services consultant recommended bringing the patient into the clinic for further lead testing with isometrics and programming the device off during testing in noise is produced. The product remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this patient was found to have passed away due to multiple comorbidities including rental failure. The out of range shock impedance measurement occurred after the patient's death. Product location is unknown. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system displayed an alert for an out of range shock impedance measurement. The current measurement was 209 ohms. Additionally, right ventricular (rv) pacing impedances had increased from 550 ohms to 920 ohms and threshold measurements had also increased. A boston scientific technical services consultant recommended bringing the patient into the clinic for further lead testing with isometrics and programming the device off during testing in noise is produced. The product remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.